Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd micro-fine¿ plus pro pen needles were not functioning correctly and had detachment issues. The following information was provided by the initial reporter : the patient reported one pen needle was not attaching to the pen properly and upon decapping two pen needles were not detached appropriately resulting with the outer cover only detached.

Event description:
It was reported that 3 bd micro-fine¿ plus pro pen needles were not functioning correctly and had detachment issues. The following information was provided by the initial reporter : the patient reported one pen needle was not attaching to the pen properly and upon decapping two pen needles were not detached appropriately resulting with the outer cover only detached.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 02-mar-2022. H.6. Investigation: three open 32g x 4mm pen needle samples and three photos were returned from lot. No. 1033651, cat. No. 320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on all three samples. A functionality test was also carried out on the three samples as per q-sop-183-dl and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.